Event description:
Customer reported receiving a motor error alarm and a no delivery alarm on the insulin pump. Customer mentioned being in the hospital for his heart and not related to diabetes. Customer stated that the motor error and the no delivery alarms occurred during bolus. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 530 mg/dl and has treated with a shot. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the basic occlusion and displacement tests. No motor error alarm was noted. The motor tested okay. No excessive no delivery alarm could be verified due to the prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.